Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. A visual exterior inspection was performed and passed. The receiver was charged and will boot. A receiver functional test was performed and passed all relevant tests. The receiver log was downloaded and reviewed, and multiple cases of the receiver shutting down for low battery when the battery was charged above 90% were observed within the relevant dates of this investigation. During the investigation a "call tech support error" appeared freezing the screen and disabling any further electrical testing. An internal visual inspection was performed and passed. The reported event that the receiver ceased to function was confirmed. A root cause could not be determined.